Event description:
It was reported "after catheter was inserted the patient's body, it was found that the balloon cannot function properly for inflation and deflation, the catheter was withdrawn." The catheter was not replaced. No patient injury or consequence reported. Patient's condition reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The reported complaint for "the balloon cannot function properly for inflation and deflation" was not confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that does not match the serial number on the returned sample (inp-2, inp-3) for investigation. The sample was returned in a cardboard box and was loosely packed within an original packaging carton (inp-1, inp-5). Returned with the sample was the supplied 40cc driveline tubing and long arterial pressure tubing (inp-5, inp-7). Upon return, the one-way valve was tethered to the short driveline tubing (inp-8). The bladder was partially unwrapped (inp-9). Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted on the iabc or within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0052in-0.0057in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or deb ris was noted on the guidewire upon removal. The returned device passed functional testing. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after catheter was inserted the patient's body, it was found that the balloon cannot function properly for inflation and deflation, the catheter was withdrawn." The catheter was not replaced. No patient injury or consequence reported. Patient's condition reported as "fine".